Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse called with an implied allegation of patient's death. The patient passed away and spouse inquired whether the device was working at the time of death. The cause of death was not reported. No further patient complications have been reported as a result of this event.